Event description:
It was reported that the intra-aortic balloon was inserted in the pt's right femoral for unstable angina prior to coronary artery bypass graft procedure. After the procedure, there was a loss of distal pulses in the right leg and two hours later the intra-aortic balloon was removed and the distal pulse improved. The next day right leg distal pulses were again lost, and a possible dissection was discovered. The cause of the dissection was not determined. The next day the patient expired of causes related to his poor condition and not due to this intra-aortic balloon incident.